Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: samples received: none, but a picture was received showing the defect. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received a picture that shows an ampoule with the tip slightly bent, then is it possible that the leakage of the glue occurs at this point. Nevertheless, without samples a proper analysis cannot be done. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received shows the tip bent, we conclude that the complaint is confirmed by evidence of failure in the picture received. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with the histoacryl. After opening the outer package, it was noted that the glue had leaked from the ampoule. The product was not used on a patient. Additional information is not available.